Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 1.2 pocket 1.3 was having issues. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini engine pockets 1.2 was failed to open. A field service engineer (fse) tested the pockets but failed to identify the obstruction. Fse then identified that the facial panel was covering the edge of the mini engine and causing an obstruction. Fse adjusted the side panel and confirmed that the pockets were popped out properly. Customer confirmed that the issue was resolved. The system functioned as intended after the field service engineer had repaired the device.